Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they allege insulin pump was under delivering. The customer¿s blood glucose level was 310 mg/dl. Customer stated that they experienced high blood glucose level and was recommended to treat with bolus. Customer stated that they alleges insulin pump was under delivering due to low level of active insulin. The insulin pump will not be returned for analysis.